Event description:
The customer ran blood glucose tests on 2 contour next ez meters and received readings of hi and 200mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was asked to return the strips for evaluation. Replacement test strips and a new meter were sent to the customer.